Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-aug-2023

Manufacturer narrative:
Device evaluation: the 1 x zepdf-5-4 zimmon pancreatic stent set of lot number c1983057 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file captures the use of an incorrect size wire guide used on the device which has been attributed to user error. User /use related complaints is considered foreseen misuse. Its is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. The device related to this occurrence underwent a laboratory evaluation on evaluation of the device, it was noted that the stent returned, kink observed on 3rd porthole on pigtail, slight damage noted just at the start of the curl. No other defects observed. Manufacturing records review: prior to distribution all zepdf-5-4 devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zepdf-5-4 of lot number c1983057 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use /or label review: it should be noted that in the japanese packaging insert (c-es0202m18) states: ¿choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product". The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Summary of investigation: failure identified: kink of stent pigtail. Confirmed quantity of 1 device, used. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the lab eval on 08-jun-23.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user observed that zepdf-5-4 was kinked via endoscope after the placement at duct of pancreas. He grasp with forceps and remove it. The procedure was completed with the product of same rpn stocked in the facility. Patient outcome: no health hazard. Patient/event info - notes: user's comment: I used it as usual. [Additional information] for all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact pls. Refer patient/event info tab. What was the target location for the stent? Duct of pancreas. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visiglide2 0.025. Was the wire guide lubricated prior to use? Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? If not with the device in question, how was the procedure finished? Pls. Refer patient/event info tab. Did the patient require any additional procedures as a result of this event? What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? Was a straightener used to straighten the stent? No. (If any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.